Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. Per photo attached to complaint, the post fractured off the insert. The device was not returned for evaluation. The device was manufactured in 2007. A clinical evaluation was conducted and no clinical information was provided to perform a thorough medical investigation. Therefore, no further clinical investigation is warranted at this time. Should any additional medical information be provided this complaint will be re-assessed. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Factors and/or potential causes that could contribute to the reported event have been identified in the risk management file. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported a revision due to knee instability because the post broke. Initially implanted 10 years ago. The device won't be returned.